Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo, 1 video and 3 physical samples submitted for evaluation. The reported issue of connection issues was confirmed upon inspection and testing of the samples. Analysis of the sample showed that one sample returned would slowly disconnect when the component is released after being connected. Bd determined that the cause of the failure was the supplier. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd ext set 15cm small bore spin nut had connection issues hcp impact due to medication leakage. When did the incident occur? During use there is an issue we have encountered with the newly delivered single extension of bd q syte. Unfortunately, it is not functioning as expected and is not locking properly, unlike the previous code 385102. The new extension, code 385151, seems to be losing its connection and not securing properly, which has led to medication leakage. This is a significant concern, as it impacts the safety and effectiveness of our operations. Could you please look into this matter urgently and provide a solution to rectify the issue?

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 video submitted for evaluation. The reported issue of connection issues was not confirmed upon inspection of the samples. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.